Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 200 mg/dl. The pod was worn less than 1 hour.

Manufacturer narrative:
Device received not deployed with the slide insert not visible in the viewing window. Data downloaded from the device indicates it ran 0 pulses and transitioned to pod state 14 after not being paired with a pdm within the required duration post activation. No damages or defects noted.